Event description:
The facility reported a flogard infusion pump with an "undetermined malfunction." It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an 'undetermined malfunction' was confirmed by service as failure f-94. Quality engineering determined that the cause was due to a defective/depleted main battery. The main batteries were replaced to resolve the issue.